Event description:
It was reported that the ilet displayed ¿error code 38 unable to proceed,¿ consistent with a motor stall and a complete delivery blockage associated with the tube component; the user removed all supplies, completed a successful dry run, then replaced supplies and resumed delivery using a cd infusion set with new cartridge and connector lots. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem and a complete blockage localized to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.